Event description:
Patient received two endeavor sprint rx stents in prox lad during index procedure, it was noted that one of endeavor sprint drug-eluting stent was implanted after it¿s expiry date.

Manufacturer narrative:
Evaluation, results: shelf life exceeded (device used 3 months post expiration date); failure to follow instructions (device used after expiration date); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusions: no device failure; user error contributed to event - (device used after expiration date). (B)(4).